Event description:
It was reported that the customer received an occlusion alarm during basal and bolus delivery. The customer's blood glucose level was not impacted. During troubleshooting with tandem technical support, the occlusion appeared to be related to the infusion tubing; however, the occlusion alarm did not sound.

Manufacturer narrative:
The product has not been received for eval. Should additional info be received, a supplemental form will be completed.